Event description:
It was reported that the user observed differing blood glucose values between the ilet pump and the dexcom app, with the pump showing 59 mg/dl and the dexcom app showing 64 mg/dl; support explained that each app updates every five minutes and readings could have been captured at different intervals, and the user treated with oral glucose. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were completed with an explanation of data refresh timing between the two systems. Investigation of this case revealed no device malfunction identified and readings were consistent with expected timing differences between data sources. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.